Event description:
It was reported that during a percutaneous transluminal angioplasty (pta)/ stenting treatment procedure, during deployment, the stent jumped from the target lesion site and implanted beyond it. The target lesion was calcified and 80% stenotic. The 4.0-4.8 mm diameter internal carotid artery (ica) and the 6.5-7.0 mm diameter common carotid artery (cca) were tortuous. The lesion was accessed via the femoral artery with an 8f introducer sheath and a 0.014" guidewire. The lesion was not predilated. During the initial deployment attempt, the physician deployed 50% of the stent in the ica and cca, but then retrieved the stent. During the second attempt, the stent jumped beyond the target lesion and was completely deployed at that site. The procedure was completed with simple angioplasty as 90% of the target lesion site had been covered by the stent. The procedure was successfully completed without additional procedures or surgery. The pt's current status is reported as "better."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device has not been returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.